Manufacturer narrative:
The suspect device has been disposed of by the complainant; therefore, a device evaluation will not be performed. A failure analysis is not available and the relationship between the device and the event is undetermined. A device history record review and product family complaint trend analysis are in progress; results will be provided in a follow-up medwatch report. The radial jaw 4 biopsy forceps dfu states, "these single use biopsy forceps should only be used to biopsy tissue where possible hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding and appropriate airway management."

Event description:
It was reported to boston scientific corporation on july 24, 2007, that a radial jaw 4 large capacity biopsy forceps device was used to perform a gastric biopsy on a male pt with erosive gastritis. This procedure was performed in 2007. The complainant reported that "on (the next day), one day after biopsy, (the) patient (was) vomiting haematin and fresh blood." Emergency gastroscopy revealed bleeding "at the point of biopsy...it (was) stopped with haemoclip successfully. Patient (was not in) shock. Patient (also had) heavy abdominal arteriosclerosis." Following intervention, the patient had "no further complications" and was "in good condition."